Manufacturer narrative:
Correction: section e1 - the reporter first/given name should be "joo-yeon" instead of "kim", while the reporter last name should be "kim" instead of "joo-yeon".

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardiac monitor (icm) was experiencing ventricular under-sensing. Programming changes were made. The patient's condition was unknown.